Manufacturer narrative:
Follow-up submitted for correction. Updated section b4 for report submission date. Updated g1-g2 for follow-up report submitter and g7 for report type and follow-up number. Updated h2 for follow-up type. Updated d4 for catalog # and unique identifier (UDI) #. Updated d4 for lot # to include ni for no information available. Section d4 for expiration date and h4 for device manufacture date no information available.

Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate.